Event description:
The field service rep (fsr) reported that during preventative maintenance (pm) of the device, there was a small leak coming from "l" shaped pvc pipe connected to the heating valve. Since the event occurred during preventative maintenance, there was no pt involvement.

Manufacturer narrative:
The complaint was confirmed by the field service rep (fsr). The cooler heater is within MFR's specs with the exception of the minor leak. The user facility's biomedical engineer will repair the leak before returning to clinical use. If add'l info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.